Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received and the evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. It is only occurring with this lot. This is occurring with multiple phlebotomists. The tubes are filling to about a half inch under the fill triangle. The customer tried testing the tubes by filling them with water and experienced the same issue of underfilling. If a safety blood collection set is used, a discard tube is used before the coagulation tube. The phlebotomists are holding the tube in the holder with their thumb until the tube fills completely.

Manufacturer narrative:
Received 1rk 454322/b210633l for evaluation. Received customer picture. We have no further inventory of the material/batch. Samples were tested, according to gbo standard testing procedures, iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Five of the tubes were slightly lower than the tolerance range. The remaining tubes tested filled within the tolerance range. The tested customer samples were found to fill towards the bottom of the black triangle indicator and did not resemble the tubes depicted in customer picture. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. Review of the quality and production data showed that the process was within control, and no negative impact to the finished product was observed. While there were a few tubes in the customer returned samples, which were slightly below tolerance, there is no indication of deviations during the manufacturing process. We cannot know how the product has been handled/stored/transported since it left gbo. Do not use if product has sustained any damages. Corrected data:h3: samples received; h6: type of investigation, investigation findings; investigation conclusion; h10: manufacturer narrative.